Manufacturer narrative:
(B)(4) date sent: 5/15/2025. Additional information: updated log line: 1. Updated: severity:. Mild severe.

Manufacturer narrative:
(B)(4) date sent: 2/20/2025. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 27544, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank index. Date of dilation: blank= (B)(6) 2024. Dilation performed: no = yes. Indicate type of dilation? Blank = mechanical. Intervention/treatment (check 'none' or all that apply) none: yes = no outcome: not recovered/not resolved = recovered/resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.